Event description:
The manufacturer received information alleging a issue with a ventilator's oxygen blender. The device was not in patient use. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging an issue with a ventilator's oxygen blender. The device was not in patient use. The device was not returned for evaluation or repair as per the customer.